Event description:
The dealer reports the unit is shutting down after about one minutes, and also the alarms are very low in volume. Original complaint reason: unit shuts down.additional reportable malfunction for this device; (B)(4) - alarms are very low in volume.